Event description:
This case was initially received via regulatory authority ansm. (Reference number: (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and blood disorder ("very high blood cell count") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), ligament pain ("ligament pain"), the first episode of back pain ("back pain"), menorrhagia ("haemorrhagic menstrual periods"), fatigue ("extreme fatigue"), amnesia ("memory loss") and the second episode of back pain ("lumbar pain"). On an unknown date, the patient experienced blood disorder (seriousness criterion medically significant) and blood immunoglobulin e increased ("very high ige"). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, blood disorder, arthralgia, ligament pain, menorrhagia, fatigue, amnesia, blood immunoglobulin e increased and the last episode of back pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, blood disorder, blood immunoglobulin e increased, fatigue, ligament pain, menorrhagia, the first episode of back pain and the second episode of back pain with essure. The reporter commented: implant removal via hysterectomy was planned. Diagnostic results: research for allergies, x-ray for hands and lungs, blood sample (very high white blood cell count, and ig e also), pelvic ultrasounds (no results provided). Further company follow-up with the consumer or regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2017 for the following meddra preferred term: abdominal pain - the analysis in the global safety database revealed 1.398 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.